Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
While inserting a nail the threads broke off in the guide.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and evaluated. Hardness is within specification. Item is fractured; therefore, the complaint is confirmed. Device history record was reviewed and no discrepancies were found. Root cause related to design deficiency. A field communication was previously sent on april 3, 2012, emphasizing surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.